Event description:
Technician alleged the cardio pulmonary resuscitation does not function. No injury reported.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve and head down valve to resolve the issue.